Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview 7xs scissors were broken when the package was opened. A replacement kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the scissors shaft was detached at the hub. There was no evidence of blood on the device. Based upon the visual observations and the functional test, the reported complaint was confirmed on october 15, 2010. Internal file number - (B)(4).